Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was gray and foggy at times. The customer also reported occasional blank displays or a line through the words on the screen. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or grey/foggy display anomaly noted. The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was monitored for three days and no unexpected loss of color, fuzzy/foggy display, grey and white, or blank display noted. Verified the battery tube power connector is properly connected to connector during visual inspection. The insulin pump was received with scratched case and pillowing keypad overlay.